Event description:
It was reported that prior to starting a da vinci s surgical procedure the pk dissecting forceps instrument cable was noted to be sticking out near the tip of the instrument that goes inside the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one conductor wire was broken at the yaw pulley exit. The wire was detached from the connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. Failure analysis also observed that the one grip was bent, causing side-to-side misalignment of the grips. There was a .011 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating likely cause of the bending was overloading at the tip. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.